Manufacturer narrative:
(B)(4). The lot 13g045 was manufactured between july 14, 2014 and july 15, 2014. Visual inspection was performed and a black mark was observed on the filter. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black mark was present on the filter of a large volume intermate. This was noted before use. The device was filled with vancomycin. There was no patient involvement. No additional information is available.